Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is not receiving effective stimulation and does not feel the stimulation in the right areas. In addition, the patient declined further reprogramming and wants the scs system explanted. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient stated the entire scs system was explanted on (B)(6) 2016 because she was not satisfied with the therapy despite reprogramming.